Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the hemoglobin a1c_3/ a1c_3m reagent kit lots 230 (smn10379673 and 10485591) and 231( smn 1048559) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems may demonstrate an increased occurrence of high %hba1c bias. Siemens internal investigation demonstrates reagent lots 230 and 231 may exhibit a positive bias averaging 0.6% hba1c units, ranging from -0.1% to 1.1% hba1c units. The bias was observed when comparing %hba1c means to ngsp pooled patient target-value assigned samples ranging from approximately 5.5% to 8.0% hba1c. The maximum bias was observed at higher %hba1c concentrations. Qc samples may exhibit a similar bias. An urgent medical device correction (umdc) chc-15-19 is being sent to us customers and a urgent field safety notice (ufsn) chc-15-19 is being sent to ous customers in september of 2015. The umdc and ufsn state that customers are to discontinue use and discard reagent kit lots 230 and 231.

Event description:
The customer has indicated that they are noticing a low bias on quality control samples for the hemoglobin a1c_3 assay on the advia chemistry 1800 instrument when using reagent lot 231. There were no reports of patient intervention or adverse health consequences due to the low bias on quality control samples.

Manufacturer narrative:
Initial MDR 2432235-2015-00434 was filed on 9/25/2015.additional information (9/30/2015): the correction/removal report (crr) was provided to the FDA on 9/30/2015.